Event description:
It was reported that there was no display on the device. There was no patient involvement when the event occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, it was determined that the customer needed to replace the ui assembly and would need the ui assembly without the navigation ring. It was noted that the ui assembly was not available; the remote service engineer (rse) advised the customer that additional research would be performed and would get back to the customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer provided with guidance on how to resolve the issue; however, it could not be confirmed if the customer replaced parts or if the device were repaired. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation the complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.